Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr replaced the suspect power supply assembly and suspect turbine assembly. The fsr performed the user verification test and operational verification procedure and reported the unit is within manufacturer specifications. The fsr sent the suspect components to the failure analysis laboratory for further evaluation. Results of investigation: the carefusion failure analysis laboratory received the suspect components for investigation. An investigation was performed on the power supply assembly and the unit produced motor fault alarms; the root-cause was determined to be the faulty mosfet located within the assembly (q210). An investigation was performed on the turbine assembly and the unit produced motor fault alarms; the root-cause was determined to be corrupted turbine interface board within the assembly. These issues will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The issue occurred approximately 10 minutes after the user verification test was completed during a service. The customer reported no patient involvement is associated with the event.